Event description:
It was reported that the side-firing fiber was noticed to have commenced forward firing at 37,716 joules in use during a prostate procedure. The procedure was completed with a second fiber. It was reported no patient injury.

Manufacturer narrative:
.